Event description:
Pinnacle hip replacement components failed 56mm outer diameter pinnacle sector liner 40 mm inner diameter metal liner 14 kari collared kla stem +5 40 mm outer diameter head. Implant moved causing severe pain and mobility problems 4 years and 3 months after implanted, revision surgery to removed scheduled for (B)(4) 2012, at least temporary disability total effect currently not known because surgery is next thursday. Implant moved and not only effecting hip, but knee because implant moved laterally causing knee to twist during every step. Dates of use: (B)(4) 2008 - (B)(4) 2012. Diagnosis or reason for use: hip arthritis.